Event description:
It was reported that there was a loss of stimulation/therapeutic effect. The action required as a result of the event was an explant, the device was explanted on (B)(6) 2015. There were no symptoms or complications associated with this event. On (B)(6) 2015 it was noted that the patient was recovering well at the hospital.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The patient was doing well however currently the patient was not getting relief from the spinal cord stimulator. The patient experienced a loss of pain relief. The outcome was unresolved at the time of study exit/death/study closure. Interventions included explanting and not replacing the device. The etiology was noted as related to the device or therapy and not related to the implant procedure.